Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller ((B)(6)) revealed physical damage to lcd and main board and would not power on. Device scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) and a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the rep conferenced the patient onto the call. The pt stated that they had messages about memory issues with the controller ever since they got it and now the screen was loose and the top button was broken. A replacement controller was sent out. No patient symptoms were reported.